Event description:
It was reported by service report that the fowler gas cylinder was leaking and would not hold weight. Further inspection of the unit yielded that, in addition to leaking oil and drifting down with weight, the fowler would not stay at any set position, and would always rise to the upright position due to the cylinder being stuck in the constantly actuated state. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.